Event description:
According to the report of (B)(6) 2014, the bilaterally implanted pt has no speech understanding with the left side device, which only provides sound defection after 8 years of use. Re-implantation is being considered but to date has been scheduled at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.